Event description:
Event description cpi received information that this unipolar porous tined endocardial lead was removed from service, because it was fractured, and showed very low impedance readings. It was replaced with a bipolar steroid eluting lead. Implant date-08/25/83. Removed from service date-09/09/96. Implant months-156.